Manufacturer narrative:
(B)(4). No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the autocapture feature on the device is in rety for an unknown reason as the threshold measurement is 1 volt. The patient is asymptomatic and is not pacemaker dependent. It was noted that the right ventricular (rv) lead pacing impedance measurement was low and out of range at 190 ohms. When checked in unipolar the impedance was low at 220 ohms, but within range. Stored episodes of noise was also seen. Boston scientific technical services (ts) was consulted and suggested further review. To date the rv lead and pacemaker remain in service and not adverse patient effects were reported.